Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced pain, erosion and recurrence.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent posterior colpotomy and cystourethroscopy due to sui and rectocele. It was reported that patient underwent laparoscopic left incisional hernia repair with bard mesh on (B)(6) 2013 due to left incisional hernia. It was reported that patient underwent lysis of adhesions laparoscopically on (B)(6) 2010 due to extensive intraabdominal adhesions. It was reported that patient underwent left inguinal hernia repair and incisional hernia repair on (B)(6) 2008 due to left inguinal hernia. (B)(4).

Manufacturer narrative:
Date sent to FDA: 11/13/2017.